Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. Primary damage location: circuit board. Primary damage type: interruption. Primary damage cause: material issue. Details: filter board upgrade required, filter board errors 3e0, 3e1 and 3e5-3e7. Pressure sensor board failure error 322. Internal karl storz reference number:(B)(4).

Event description:
It was reported that the device stopped working during a procedure and needed to be replaced by a back-up unit. The patient was not harmed but bringing in a re-placement for the device resulted in a delay of the procedure.